Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent stylet is confirmed. One 5 fr triple lumen powerpicc provena solo catheter with a 3cg stylet inserted into the red lumen was returned for evaluation. An initial visual observation showed use residue on the returned sample. A bend was observed in the catheter near the 19 cm depth marker and the stylet within this location of the catheter was found to be bent once it was removed. Some shape memory was observed in the catheter near the 19 cm depth marker after the stylet was removed. About 21.5 cm of the stylet was protruding from the t-lock, and two bends were observed in this portion of the stylet approximately 20 cm and 21.5 cm distal to the yellow handle. The locations and physical characteristics of the bends observed in the returned stylet as well as the indication from the complainant that the reported event occurred during the placement procedure suggests the stylet was likely damaged during use. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported via phone call "the guidewire appears to be bent or broken, this occurred during placement. Patient has since passed away, unrelated to the device malfunction. Patient has since passed away, unrelated to the device malfunction."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refn2120 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the guidewire appears to be bent or broken, this occurred during placement." No other information provided.